Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a surgeon monitor was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspected monitor has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when in the cranial software, the bottom half of the monitor was displaying black but the top of the screen was functioning normally. There was no patient present at the time of the issue.